Event description:
The drain broke during removal and a portion remained inside the pt. The drain was placed following a uterus extraction and had been indwelling for one week. The exact location of the indwelling portion was reported as in the pt's vagina which at the time of this report, has not been retrieved. The pt was also reported as being obese.